Manufacturer narrative:
Investigation included a review of use patterns and dosing behavior in relation to meal announcements. Investigation of this case revealed use-related factors, specifically inconsistent meal announcement behavior, that likely contributed to the hypoglycemia. It was concluded that the event was related to user interaction with therapy settings rather than a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced five hypoglycemic episodes, including three readings at 43 mg/dl, after resuming a meal announcement following an extended period without meal announcements, which can affect ilet dosing; the user then chose to stop meal announcements and was advised that a factory restart would be required if resuming them. Symptoms included hypoglycemia characterized by low blood glucose. Outcomes included self-treatment with oral glucose and recovery to a reported glucose of 111 mg/dl, with no hospitalization.